Manufacturer narrative:
Qn# (B)(4). Quantity of 24 devices found during incoming inspection. The device history review for the product visistat 35w 6/box lot# 73l2100578 investigation did not show issues related to the complaint.

Event description:
The package was found broken during inspection.

Manufacturer narrative:
(B)(4). Report number is being retracted based on updated information.